Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 600 mg/dl and nausea. Customer started having high blood glucose on (B)(6) 2015, she treated with manual injection and on (B)(6) 2015 she contacted the doctor who advised to go to the emergency room. Blood glucose value when calling the doctor was 550 mg/dl and value at the time of the hospital admission is unknown. Customer was advised to disconnect the insulin pump at the hospital and was released once her blood glucose was in the 200 mg/dl range. No issues were found with the site, set or insulin during troubleshooting and the insulin pump passed the high pressure test. Customer declined to check the settings. Blood glucose at the time of the call was 258 mg/dl. The insulin pump would not be replaced or returned for analysis.